Manufacturer narrative:
This report is submitted on july 18, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an (B)(6) infection and was subsequently admitted to hospital (date not reported). On (B)(6) 2017, the patient underwent revision surgery to flush the implant and patch the area. The patient has reportedly since recovered and is being clinically managed by their healthcare provider.